Event description:
Additional information was provided from a healthcare provider via a company representative stated that the physician requested to decrease the daily dose of the pain pump. The cause of the low blood pressure was unknown. The patient is doing well. The physician will reach out for further titration orders.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. The hcp reported that the patient was admitted to the hospital yesterday and their blood pressure was "critically low" since yesterday. The hcp did mention that patient blood pressure was recorded as low for the last couple of doctor appointment. The hcp requested a representative (rep) to come out and check the pump function because they were not sure what else would cause the blood pressure issue.